Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer had a sensor cannula brake and she decided to stop using the glucose monitoring system. Customer stated this occurred months back and also mentioned she just had a (B)(6) baby. Customer declined transfer for assistance.